Event description:
Hosp reports that during a procedure it was alleged that active light cable was laid on pt's drape. The drape and pt's blanket were burned. There was no impact on the pt. No malfunction of cable reported.